Event description:
A consumer reported that following use of this solution to clean her contact lenses, she developed eye problems - difficulty seeing and she thought she was "going blind." She reported she saw her optometrist for these issues. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested on 06/20/2012, and 07/10/2012 by phone and mail. A completed questionnaire has not been received. (B)(4).